Event description:
The reporter stated that the set did not infuse. The rn noticed that the two hours worth of medication put into the buretrol has not infused. The pt's glucose dropped to 30 and required an IV bolus of dextrose 10. 29 weeks gest.